Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the dingus was off by one tooth and the gantry was not aligned correctly. It was re-aligned and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry closed and acquired the images as normal but when trying to open and move the imaging system, the gantry would not fully open. The gantry needed to be manually the opened. Surgery was completed using the imaging system and navigation systems. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. After the case, the gantry door would not fully close.